Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device was not returned for evaluation. A DHR review was conducted with no discrepancies noted.

Event description:
A doctor reported that he had overfilled a patient's root canal with a protaper universal obturator. The obturator exited through a perforation caused by internal resorption. The doctor realized this and retracted the obturator, but the piece beyond the perforation stayed. The doctor then tried to surgically retrieve the piece without success. No further treatment is planned.